Event description:
Pt undergoing cystoscopy, left retrograde pyelogram, left ureteroscopy with stone fragmentation and removal. As stones were being lasered it was noted that tip of laser fiber broke off and was floating in the renal pelvis. Zerotip basket was inserted and tip of laser fiber was grasped and removed intact.